Manufacturer narrative:
B3: date of event was approximated to (B)(6) 2016, implant procedure date, as no event date was reported. E1: this event was reported by the patient's legal representation. The implanting surgeon is dr. (B)(6). (B)(6) medical center, (B)(6), united states. H6: patient code e2401 captures the reportable event of unknown injury. Impact code f12 has been used in the light of this patient seeking legal recourse for an unspecified personal injury related to the device.

Event description:
It was reported to boston scientific corporation that an advantage fit system was implanted during a procedure performed on (B)(6) 2016 to treat a patient with grade iii rectocele, grade ii cystocele, vaginal vault descent, and large bladder stone with mesh erosion on the posterior bladder wall. There were no patient complications reported at the conclusion of the procedure. The patient tolerated the procedure well and was in stable condition. As reported by the patient's attorney, the patient experienced an unspecified injury.